Event description:
Pt reported experiencing pain, infection, bad scarring and complications secondary to superficial placement of product. Not able to verify any of the above with inserting physician as the pt does not wish to supply that info.

Manufacturer narrative:
Patient reporting problem would not supply her physician's name to surgical specialties corporation (dba angiotech), therefore, we were not able to verify the training of the physician or check the device history records for the product used on this patient.